Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case FDA-2014-n-0736-2269, awareness date 28-oct-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted in 2011. Additional information received on 09-nov-2015 via regulatory authority (mw5057489). She stated that's to avoid a hysterectomy due to bleeding, her doctor suggested an ablation, but he would not do the ablation without essure being implanted. So, essure was implanted in 2011 and an ablation was done. Since that time, she had quite a few unexplained health issues (listed below); she had to take time off from work for illness, doctor visits, multiple tests, blood work and no causes could be found. She experienced fatigue, chronic abdominal pain and discomfort, memory loss, irritable bowel syndrome, arms and legs going to sleep, sudden weight gain and total change in body appearance, severe bloating, and major increase in the frequency of headaches (especially migraines), depression/anxiety, vitamin b-12 deficiency, hair loss, hot flashes, rash on face and scalp, pain and bleeding during/after intercourse. After much pain, she was scheduled for a hysterectomy on (B)(6) 2015. She received tekturna, metoprolol, lisinopril, fluoxetine, hyoscyamine,atorvastatin, vitamin d, vitamin b-12, aspirin, fexofenadine hydrochloride, and imodium. The product technical complaint investigation results which ptc number is (B)(4) was received on 22-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. A batch review of similar cases is not applicable as no batch number was reported. In summary, based on available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed and spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) and since then, experienced pain and chronic abdominal pain. She was scheduled for hysterectomy. This event is serious due to required intervention and listed in the reference safety information for essure. Considering abdominal pain may occur during essure use and close temporal relationship, causality with suspect insert cannot be excluded. Since an intervention will be required, this case is regarded as incident. Non-serious events were also reported. Based on available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information has been requested.

Manufacturer narrative:
Follow-up information received on 12-jan-2016: follow-up attempts were done with no response to date. Company causality comment: this non-medically confirmed and spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) and since then, experienced pain and chronic abdominal pain. She was scheduled for hysterectomy. This event is serious due to required intervention and listed in the reference safety information for essure. Considering abdominal pain may occur during essure use and close temporal relationship, causality with suspect insert cannot be excluded. Since an intervention will be required, this case is regarded as incident. Non-serious events were also reported. Based on available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: mw5057489) on 29-oct-2015. The most recent information was received on 20-jun-2017. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain/ chronic abdominal pain") in a (B)(6) female patient who had essure (batch no. Unknown) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included acetylsalicylic acid (aspirin), atorvastatin, cholecalciferol (vitamin d), fexofenadine, fluoxetine, hyoscyamine, lisinopril, loperamide hydrochloride (imodium) and vitamin b12 nos. In 2011, 20 days before insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal discomfort ("chronic abdominal discomfort"), amnesia ("memory loss"), irritable bowel syndrome ("irritable bowel syndrome"), hypoaesthesia ("arms and legs going to sleep"), weight increased ("sudden weight gain"), abdominal distension ("severe bloating"), headache ("major increase in the frequency of headaches"), migraine ("major increase in the frequency of migraines"), depression ("depression"), anxiety ("anxiety"), vitamin b12 deficiency ("vitamin b-12 deficiency"), alopecia ("hair loss"), coital bleeding ("bleeding during/after intercourse"), dyspareunia ("pain during sexual intercourse"), rash ("rash on face and scalp") and hot flush ("hot flashes"). On (B)(6) 2011, the patient had essure inserted. The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, fatigue, abdominal discomfort, amnesia, irritable bowel syndrome, hypoaesthesia, weight increased, abdominal distension, headache, migraine, depression, anxiety, vitamin b12 deficiency, alopecia, coital bleeding, dyspareunia, rash and hot flush outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, alopecia, amnesia, anxiety, coital bleeding, depression, dyspareunia, fatigue, headache, hot flush, hypoaesthesia, irritable bowel syndrome, migraine, rash, vitamin b12 deficiency and weight increased to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. A batch review of similar cases is not applicable as no batch number was reported. In summary, based on available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-jun-2017: this case is now potential legal case. Lawyer added. Essure insertion and removal date added and she had surgery to remove the essure implant on (B)(6) 2014 was added. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.